Event description:
It was reported during an ablation procedure the irrigation port was detached from the cool path duo ablation catheter. It was noted there was an occlusion alarm that occurred twice before the detachment was noticed. The catheter was exchanged and procedure completed without consequences to the patient.

Manufacturer narrative:
The device has been returned and is awaiting evaluation. When evaluation is completed, a follow-up report will be submitted.